Event description:
It was reported by the customer that the bur guard melted. There were no reports of any adverse patient or user event associated with this malfunction.

Manufacturer narrative:
As of 08/19/2009, the bur guard has not been returned for evaluation. No conclusion can be drawn.